Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, while at school the pediatric patient experienced shaking and collapsed at school (lost consciousness). She was taken to the clinic where staff noted a cgm reading of 140 mg/dl. It is unclear whether the clinic performed a bg fingerstick themselves, but the patient was conscious and treated with juice. The clinic contacted 911. Upon arrival, the paramedics checked the patient¿s values which were cgm 100 mg/dl and bg 50 mg/dl. The paramedics transported the patient to the hospital; it is unknown if any treatment was provided to the patient while in the ambulance. Upon arrival at the emergency room, the bg reading was 60 mg/dl while her cgm showed 80 mg/dl and was given apple juice. She remained at the hospital for approximately 6¿7 hours for observation. By the time she was discharged, she was already feeling well, though some details during hospital care remain unknown to the reporter. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The patient's values taken by the paramedics fall within the b zone of the parkes error grid. At the ER, the patient's blood glucose fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.